Event description:
It was reported that the patient underwent a revision surgery of a tornier flex anatomic tsa. It looked like a standard/short stem with an onlay flex head and a cortiloc pegged polyethylene (that was fractured/loose). The reason for revision was polyethylene wear and glenoid component loosening with severe glenoid bone loss, moderate proximal humeral bone loss without gross stem loosening. Possible low-grade c acnes periprosthetic joint infection contributing to the above (versus contaminant, cultures not yet finalized).

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.